Manufacturer narrative:
Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The eri message was determined to be true. It is unknown if the ipg depleted prematurely. The device was providing therapy. As a result, surgical intervention occurred during which the ipg was explanted and replaced to address the issue.